Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the implant size caused the bulging. The high frequency was the reason for patient (pt) not feeling any tingling, taking an hour to charge because pt did not arrange the paddle to achieve an excellent connection. Issue was partially resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an external device. The patient (pt) had several questions about how they use their device. Pt went to 5 intensity and not feel anything and they do not feel any tingling. Pt stated that they charged every other day and took an hour to get to full charge in excellent connection. Patient had a question if in case the implant was not working for them, can they take out the implant if that happened. Pt was concern as the implantable neurostimulator (ins) was bulging on their left side. Agent reviewed information and explained that charging frequency. The issue was not resolved.